Event description:
Additional information received reported that the patient experienced intermittent stimulation. It was further stated that this occurred after a fall. About ten days later, it was reported that "everything was normal coverage where it needed to be." It was stated that the sensor was turned off and a different program was tried. The different program did not provide "as good of" coverage, but was lower on the lead. This was done for the patient to determine if the positional changes were better with the sensor off and the new program. It was noted that neither the patient nor physician wanted to do anything surgical. No further information was reported.

Event description:
It was reported that the patient had high impedance issue. Impedances 601-947 was range against 0. Group 542 3.326ma b group 8-9+10+3.5 350pw 70. Group a 1:8-9+10-12+/3/75/390/70 374 and 9.566ma. 2:6+7-/3.55/450/70 856 and 4.108. The patient was using group b 90% time and a 10% time the week prior to the call. The patient fell 2 weeks ago and hit side of battery. 'No por noted' the patient stated loss of stim and then about 45 minutes later stimulation returned. There was not checked with patient programmer to see if turned off or on. Diary showed mobile 80% of time. When the patient was seen 1 week before the call, the impedances were fine at that time and settings as expected. No error codes or 'por' noted. Stimulation, on the call day, was in right place but then spontaneously lost therapy with implantable neurostimulator (ins) on. Over weekend the patient started experiencing. The patient was doing fine. All diagnostics showed that there were no change in the leads via x-ray and impedances were all normal. However, the patient was still reporting same issues of stimulation intermittently turning off and 'shocking'. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger product ID 37744, serial# (B)(4), product type programmer, patient product ID 37743, (B)(4), implanted: 2008-(B)(6), product type programmer, patient product ID 37712, serial# (B)(4), implanted: 2008-(B)(6), product type implantable neurostimulator product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 3550-39, lot# n173370, serial# implanted: 2009-(B)(6), product type accessory. (B)(4).